Manufacturer narrative:
(B)(4). The device history review for the product visistat 35w 6/box, lot number 73j1500670 investigations did not show issues related to the complaint. The device has not been returned for investigation at the time of this report. The manufacturer will continue to monitor and trend related events.

Event description:
Alleged event: the surgery unit returned three staplers because the staples got stuck in the stapler three times. The patient's condition was reported as unknown.

Manufacturer narrative:
(B)(4). The customer returned one visistat stapler for investigation. The returned sample was visually examined with and without magnification. Visual examination of the returned stapler revealed that the staples are misaligned. The first staple at the patient end is out of line and therefore, the stapler will not fire. The stapler was disassembled to further examine the assembly. However, no defects could be found. An attempt was made to fire the staples. However, the staples will not load into the forming tool. The misaligned staple at the patient end is blocking the staples from moving down the track. The misaligned staple was removed and the trigger was engaged using hand pressure. Three staples fired properly formed from the stapler. The stapler functioned with no issues found. An attempt to simulate insertion into the skin was then attempted using the returned stapler and a foam pad. The stapler was pressed against the foam pad and the trigger engaged. The stapler fired one correctly formed staple into the foam pad. This was repeated two more times with each staple firing correctly and engaging with the foam pad (reference files (B)(4)). No defects were found. Other remarks: a corrective action is not required at this time as it cannot be determined what caused the staple to misalign. No errors could be found in the assembly and once the misaligned staple was removed, the stapler was functionally tested with no issues found. The device evidence to suggest a manufacturing related cause. All staplers are 100% inspected at manufacturing for firing at the time of assembly. The potential cause of this complaint issue could not be determined. The reported complaint of the staples stuck in the stapler was confirmed based upon the sample received. A staple at the patient end of the stapler was found to be misaligned which prevents the staples from moving down its track. All staplers are 100% inspected at manufacturing for firing at the time of assembly. It cannot be determined what caused the staplers to misalign. No errors could be found in the assembly and once the partially formed staple was removed, the stapler functioned with no issues found. The device history record review showed no evidence to suggest a manufacturing related cause. The potential cause of this complaint issue could not be determined.

Event description:
Alleged event: the surgery unit returned three staplers because the staples got stuck in the stapler three times. The patient's condition was reported as unknown.